Event description:
After the instrument was fired, it's jaws would not open to release the tissue. Therefore, additional tissue was transected to remove the instrument and complete the case without further incident. Procedure: colectomy, patient status: no pt injury reported.